Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy procedure, the bag tore and completely detached from the ring. When surgeon pushed shaft and the bag was exposed, it tore immediately from the ring. Surgeon did not even activate the suture ring, bag just tore off upon insertion. The bag feel into the patient cavity and was retrieved. The incision was extended by more than 1 in - when the bag tore off, it increased the incision site because they ripped the remaining off the metal prong and used it to remove the specimen. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, complaint has been updated to serious injury. The incision was extended due to the product problem but not sure by how much.

Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. The bag was inspected and several cuts through the material were observed, these cuts were similar to cuts that can be caused by a sharp object. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen bag makes contact with a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.